Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 131 mg/dl. Customer also reported that the battery compartment was cracked above the up arrow button and at the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.